Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a software error alarm on the insulin pump. Customer stated that the alarm did not occur while trying to change settings on the pump using paradigm pal software. Alarm did not occur right after a battery change or after pressing act while a bolus was delivering. Customer was in a rush to catch a flight. Customer was advised to take a back-up plan and to call back as soon as possible to troubleshoot the issue. Customer stated that he has a back-up pump with him. No further assistance needed.